Event description:
The sample retained for analysis was examined by co's quality engineer. Lot history reviews showed no problems during the MFR of the lots. Visual examination of the unit revealed foreign on the catheter and adapter. Unit was sent to materials evaluation lab for further analysis. The foreign material was identified as aluminum oxide, which is apparently from the assembly machine. No further investigation needed, foreign material was identified by quality engineer. All was confirmed as reported in this medwatch report. This was not reported as a MDR.